Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was in emergency room and was hospitalized due to high blood glucose of 480mg/dl as well as diabetic ketoacidosis on (B)(6) 2016. Customer was in immediate care unit due to they had septic form sepsis. Customer was wearing insulin pump at time of hospitalization. Customer stated that they had 1 egg white and blood glucose went high. Insulin pump will not be return for analysis.